Event description:
It was reported to philips that the allura device was not able to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor has a blue screen and does not boot up. Review of log files showed unexpected system changes. Upon functional testing, it was found that the temperature of equipment room was high. The fse replaced coin battery in sbc, hdd and reloaded ghost backup to new hdd. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.